Manufacturer narrative:
Product ID 3387s-40, lot# v902308, implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type lead product ID 7482a40, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2014 (B)(6); product type extension. (B)(4).

Event description:
It was reported the patient¿s left system got infected and had to be explanted. A patient injury was reported. The patient was in the hospital in (B)(6) 2013 and was being treated for infection. In (B)(6) 2014, the system was taken out due to the infection. Follow up with the patient¿s healthcare professional (hcp) indicated the infection was diagnosed on 2014 (B)(6). The patient had symptoms of redness, drainage, pain, and incisional wound opening. The patient¿s wound had been washed out on 2013 (B)(6). The patient did not have meningitis and perioperative antibiotics had been administered. A culture was obtained and (b)(6 was cultured. Treatment included total system explant and IV antibiotics. After treatment the infection had resolved.